Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's first level investigation unit observed that the middle part of the infusion set with the soft cannula separated from the cannula housing; soft cannula is missing. No additional information was provided. No adverse event reported. Product was returned for evaluation.